Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient had a vibratory alert. Upon interrogation it was noted that there was noise on the rv high voltage lead. No therapy was given. The patient will be monitored. This lead remains implanted and in service.